Manufacturer narrative:
Exposed sharp edges on the siderail assembly.

Event description:
It was reported by service report that the cot has a broken siderail with sharp edges. No pt involvement or adverse consequences are reported.